Event description:
It was reported that the patient with this pacemaker system underwent a surgical procedure. During surgery, abnormal fast pacing was observed. The health care professional (hcp) stated that a magnet was not used due to the surgery being done in the abdominal area. Technical services (ts) recommended to contact a local field representative for further evaluation of this device. No adverse patient effects were reported. This device remains in service.